Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a knee scope the shaver blade torqued and the inner part of the blade came apart. The surgeon used suction to retrieve the pieces however it was confirmed by x-ray a fragment remained in the knee. It was not retrieved and at this time there has not been a revision surgery scheduled. It was reported this was a very large male patient.